Event description:
The patient monitoring central stations did not switch over to local mode as they should have. The centrals continued rebooting and trying to connect to the server that was locked up. From the centrals, it appeared that the servers were available but would not connect. Clinicians had no central monitoring during the downtime. The same problem was experienced in another part of the hospital on a previous date. (B)(6) is working on the problem but has not provided remediation.